Event description:
Dealer alleges the seat frame is possibly bent out of box. He states the seat clamps do not fit over the frame. When chair is folded you can see that the rear of the chair is more narrow than the front of the chair. Protocol questions do not apply, there was no patient involvement chair never issued.